Event description:
The customer reported an intermittent loss of the live fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The image processor pcb power supply connections were evaluated and reseated. The sys was tested and found to be working as intended and returned to svc.